Event description:
Per biomed - intermittently shutting down, then the unit will power cycle and give error ec201.

Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been received by the manufacturer for evaluation. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Per biomed - intermittently shutting down, then the unit will power cycle and then give error ec201.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of ec204 error was confirmed. The unit was received at service depot with 2.1.0 software. The shutting down during use could not be duplicated. However, a ec204 error was displayed when the beamformer wires were wiggled around during operation of the unit. The usb wiring harness that connects to the beamformer needs to be replaced. The root cause of the failure was identified as use-related damage to the usb connector. H3 other text : evaluation findings are in section h11.